Event description:
It was reported that the tip of the awl was bent during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was not confirmed through the device evaluation. However through the visual inspection it was confirmed that the tip of the device was broken off. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the awl was bent during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.